Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital due to chest discomfort and a suspected shock. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) showed that no events had been recorded within the previous 72 hours and no therapies had been delivered. It was noted that the patient had placed a nitroglycerin patch directly over his device. Upon interrogation, a message indicating that the left ventricular (lv) lead had exhibited an out of range measurement and may require additional evaluation was observed. Review of device data did not reveal any out of range impedances, although there was some noise on the patient's presenting electrogram (egm). The noise was not being oversensed by the device. The patient was discharged from the emergency room as the device appeared to be operating normally. No adverse patient effects were reported. The crt-d remains in service.